Manufacturer narrative:
(B)(4). Outcomes attributed to adverse event - correction remove hospitalization.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2015. The sensor was inserted on (B)(6) 2015. It was reported the sensor was inserted in the left shoulder. At the time of contact, no injury or medical intervention was reported. The complaint device was not returned for evaluation and data was not provided; therefore, the reported complaint of inaccuracies cannot be determined. A root cause for the reported inaccuracy cannot be determined. It was reported the sensor was inserted in the left shoulder. The animas viibe insulin pump and cgm system user's guide states: sensor placement and insertion is not approved for sites other than the belly (abdomen).